Event description:
Patient participating in scorpio mobile bearing knee clinical study. In 2005 - pain and swelling - washout and liner exchange performed (revision 1). In 2006 - knee pain - infected tkr. Approx two months later - all components were removed due to deep infection. (1st stage - revision 2). One and a half months later - 2nd stage of revision. The following month - washout and exchange of revision spacer (revision 3).

Manufacturer narrative:
Clarification of this reported event has been requested. It cannot be determined at this time whether this or any device manufactured by stryker may have caused or contributed to this event.